Event description:
It was reported that sometime post-op the plate broke in situ while in the patient. The patient underwent a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.